Event description:
Patient's legal counsel reported patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2007 due to patient allegations of pain, soreness, discomfort, lack of mobility, and elevated metal ions. Additional information provided in a review of invoice history confirms a total hip arthroplasty procedure occurred on (B)(6) 2005 and a revision procedure on (B)(6) 2010. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01127 / 01128).

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. Initial implant date reported by patient legal counsel has been corrected in the event description.

Event description:
Patient's legal counsel reported patient underwent a left m2a hip arthroplasty on (B)(6), 2005. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6), 2007 due to patient allegations of pain, soreness, discomfort, lack of mobility, and elevated metal ions. Additional information provided in a review of invoice history confirms a total hip arthroplasty procedure occurred on (B)(6), 2005 and a revision procedure on (B)(6), 2010. Additional information received from patient's legal counsel alleges a loose cup and wear on the femoral head were noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported patient underwent a left m2a hip arthroplasty on (B)(6) 2005. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2007 due to patient allegations of pain, soreness, discomfort, lack of mobility, and elevated metal ion levels. Additional information provided in a review of invoice history confirms a total hip arthroplasty procedure occurred on (B)(6) 2005 and a revision procedure on (B)(6) 2010. Additional information received from patient's legal counsel alleges a loose cup and wear on the femoral head were noted during the revision procedure. Additional information provided in patient medical records indicates the left hip revision on (B)(6) 2010 was due to pain and a loose acetabular component. The patient's operative report noted wear on the femoral head and a loose cup. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.